Event description:
The surgeon reported that a patient suffered from a fracture of an exeter stem at the neck resection level that required a revision procedure. The surgeon reported that this occurred whilst the patient was walking. The surgeon reported that there was no trauma or previous trauma.

Manufacturer narrative:
The device involved in this report was identified as a competitor device. No further investigation is required.

Event description:
The surgeon reported that a patient suffered from a fracture of an exeter stem at the neck resection level that required a revision procedure. The surgeon reported that this occurred whilst the patient was walking. The surgeon reported that there was no trauma or previous trauma.

Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown trident shell was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: medical records received and evaluation: a review of the provided x-rays by a clinical consultant confirmed the event and although an exact root cause could not be determined, a contributing factor to the problem of this case is cup malposition. -device history review: not performed as the lot ID is unknown. Complaint history review: not performed as the lot ID is unknown. Conclusions: the exact cause of this event could not be determined, insufficient information was provided, however a contributing factor is cup malposition. There is no evidence that the event was manufacturing or material related. Further information such as device details of the reported shell, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Disposition unknown.